Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room and was hospitalized on (B)(6) 2018 for hyperglycemia, diabetic ketoacidosis and high blood glucose levels. It was reported that the customer had high blood glucose levels of 67 mmol/l and the current blood glucose level was 7.6 mmol/l. It was reported that the reason of the hospitalization was heart attack. It was reported that the customer had high blood glucose levels due to negligence. The customer reported symptoms related to the high blood glucose levels included abdominal pain. It was reported that the customer was treated with intravenous drip. Troubleshooting was performed. The driver support cap was normal. The customer does not alleged that the insulin pump was under delivering insulin. The customer was advised to changed infusion set, reservoir and treat per health care professional instructions. Product is not expected to return.